Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported issue. After, fse performed an extensive test drive and found no problems with universal surgical manipulator (usm1) and no active errors. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error occurred on universal surgical manipulator (usm) 1. The customer did not know the error codes. The customer pressed ¿recover fault¿ button and power cycled the system, but the issue persisted. The surgeon elected to disable usm 1 to continue with the procedure. The procedure was completed with no reported injury.